Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead was explanted while upgrading the implantable pulse generator (ipg). The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.